Event description:
Facility technician stated healthcare professional (hcp) reported patient (pt) receiving hemodialysis treatment (tx) on 1550 device. One hour 30 minutes and 3 hour 45 minute therapy. Pt complained of chest pain. Hcp charted decreased blood pressure and pt was diaphoretic. Hcp discovered the wrong pt cartridge was being used, resulting in the incorrect amount of sodium administration during treatment. Hcp removed the cartridge, administered 400cc replacement fluids and continued treatment performing manual sodium administration. During remaining treatment, pt received an additional 400cc replacement fluids. Target weight to be removed was reached. Tech stated on the pt treatment sheet, the pre-wt was crossed out and another wt was written tech commented this could have been a weighing issue in conjunction with the wrong cartridge being used.